Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed detached bearings. The likely cause of failure was corrosion. It was also noted that the front hole of tube was enlarged, it was not possible to insert tool in the attachment, bearings were broken, and spring, washer and spacer were corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a product was returned for repair with a loaner after an attachment bearing was found broken and a ball bearing being missing. There was no reported patient involvement and no reported impact to the patient or staff. There was no patient involved.